Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause could have been from improper tamping of collagen or subcutaneous deployment of the anchor and collagen. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: head of cath lab. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that hemostasis wasn't achieved after the use of the involved angio-seal device. Rebleeding occurred. Manual compression was done for about 20 minutes. Afterwards a premofix was applied. Extended hospital stays due to the event. Procedure performed prior to use with closure device was a percutaneous coronary intervention (pci) after heart attack. Hemostasis achieved with 20 minutes and 12 hours premofix. Procedural sheath used prior to the vcd device was a 6 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. No pre-deployment angiogram performed. No issues with insertion, deployment, or withdrawal of the device. No blood loss was it greater than 250cc. Patient condition was stable. No other equipment or devices were used with the reported product. Bleeding occurred in the procedure room. Manual pressure applied 20 minutes, and 12 hours premofix (pressure bandage). Hematoma present. Right femoral artery puncture. Patient did not require surgical intervention. Ultrasound was performed to diagnose bleed. There were not multiple sticks, or high stick access. Patient did not require transfusion. Posterior wall was not punctured. Following the event there was no patient consequences.